Event description:
A customer reported that unexpected negative reactions were obtained when testing a patient's sample with anti-jka, lot 614007.

Manufacturer narrative:
The customer was advised to perform repeat testing with a new vial of antisera. However, no additional sample was available. In-house testing was performed on retention anti-jka, lot 614007, by testing the antisera with four jk (a+b+) and four jk (a-b+) reagent red blood cells from retention panocell-16, lot 52408. Controls performed as expected and reagent red blood cells tested exhibited the expected reactivity. Retention products performed as expected. The vial of anti-jka, lot 614007, returned by the customer was tested with four jk (a+b+) and four jk(a-b+) reagent red blood cells from retention panocell-16, lot 04458. Controls performed as expected and reagent red blood cells exhibited the expected reactivity. Returned products performed as expected. There were no product deficiencies identified.